Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was sep 4, 2024. Additional information was added to fields: h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a likely mechanism causing the reported event might be the following: the grasping part closed without grasping the tissue (including after the tissue was cut), which caused the tissue pad to wear out. The worn tissue pad caused contact between the uninsulated part and the tip of the probe. Due to this contact and while activating the device, the tip of the probe and the gripping part came into contact and induced scratches. In addition, an error occurred. The instructions for use warn the prevention method associated with the event as follows: a. Do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase in the temperature due to friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. B. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after the tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separation of the tissue pad may occur due to a local increase in temperature caused by the friction between the tissue pad and the probe tip during activation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the ultrasonic surgical instrument exhibited the tissue pad was worn and had peeled off in some areas. There were no reports of patient involvement.